Event description:
Consumer reported that essure was inserted 30 months after pregnancy. She used condoms as back up contraception after insertion, before total occlusion confirmation. Hysterosalpingogram was performed at 3 months and it was normal or occluded. She began having pelvic pain in 2006. It was intermittent pain for 5 years and constant for the last 2 years. The pain was so distracting she hadn't worked since (B)(6) of 2011. An ultrasound, blood tests and she thought a pelvic sonogram, was performed in 2013, but she could not recall. She did not have the pathology results. Based on her symptoms she was told she developed nickel allergy post placement. She saw her doctor again in (B)(6) 2013 and he said it was theoretically not possible for her pain to be a problem and that the problem was her age. Hysterectomy, bilateral salpingectomy and laparoscopic essure removal occurred on (B)(6) 2013. Consumer also mentioned that one essure was pressing on her fallopian tube making it very, very thin. The other had migrated into the uterus and was described as looking like a tangled web. The consumer felt much better after essure removal and also considered her condition as related to essure devices.

Manufacturer narrative:
Follow-up information received on 22-may-2016: consumer compared the feeling to a sharp poking. The results leave her with mixed emotions. She has an attorney. This case is now considered potential legal case. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) implanted and experienced pelvic pain on lower left side, feels like a piece of a toothpick poking. A hysterectomy, bilateral salpingectomy, laparoscopic with essure removal were performed. This event is listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, she experienced this event about 2 years after essure insertion. Based on its nature and in the lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, other serious event (it seems her body is beginning to reject the coils) and non-serious events were reported. Based on the available information there is no reason to suspect quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs